Event description:
Three occasions from same lot of product, had difficulty with the coil not releasing the biopsy from bone marrow needle.

Event description:
Add'l info rec'd from MFR 7/13/04: all three occasions involved the same lot number. The customer did clarify that although the physician experienced some difficulty obtaining the specimen, he was eventually able to and no repeat biopsy was necessary. The actual samples involved were not returned. However, ten samples of the same lot number were evaluated. All ten returns went through an internal diameter pin test on the cannula. All met spec. All snares were tested for open/close activation and passed. All samples were successful in retrieving a sample using a saw bones sponge. Additionally, a device history review confirmed that this lot had undergone the necessary torque, tensile, and compression testing. Therefore, the lot is question was released meeting all product specifications. In conclusion, ten samples of the same lot number were evaluated and the complaint condition reported could not be duplicated or verified.